Manufacturer narrative:
Additional information was received that the patient was treated and the upper thoracic pain was resolved with medication.

Event description:
A report was received that the patient was admitted in the hospital due to upper thoracic pain which was procedure related. No infection was noted.

Event description:
A report was received that the patient was admitted in the hospital due to upper thoracic pain which was procedure related. No infection was noted.